Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, pain, adhesions, scar tissue, mesh migration and infections. Post-operative patient treatment included revision surgery and recurrence repair. Additional findings multiple defects along the previous midline incision which were coalesced.

Manufacturer narrative:
Additional information: a3a, a4, b5, b7, d4 (expiration date), d6a, d8, e1, g1, h4, h6 (ime, imf, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, pain, adhesions, scar tissue, mesh migration, infections, inflammation. Post-operative patient treatment included revision surgery, recurrence repair, removal of mesh, hernia repair with new mesh, and medication. Additional findings multiple defects along the previous midline incision which were coalesced.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, pain, adhesions, and infections. Post-operative patient treatment included revision surgery and recurrence repair. Additional findings multiple defects along the previous midline incision which were coalesced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: ventral hernia. Post-operative diagnosis: ventral hernia x3. Procedure: ventral herniorrhaphy. Findings: multiple defects along the previous midline incision which were coalesced events: the patient had surgical revisions, and recurrence.